Event description:
The hearing aid and user came to the dispenser's office. The dispenser found a wax guard in the user's ear canal. He referred her to a dr to have it removed. The user came to the dispenser's office. The dispenser found a wax guard in the user's ear canal. He referred her to a dr to have it removed. The user continues to wear the hearing aid and has had no further complaint since the aid was returned to her.